Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 04 september 2019 for MDR reportability. On (B)(6) 2014, the patient underwent left knee arthroplasty due to pain. The surgeon reported the patella was resurfaced, and there were no intraoperative complications. The patient was transferred to recovery in satisfactory condition. All attune components and two smartset cements were implanted in the procedure. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component, and pain. The surgeon indicated the tibial tray was able to be easily removed from the cement mantle at the cement / implant interface. The femoral component was revised, though there were no complaints against it. The patella was revised. The surgeon reported no intraoperative complications. All competitor products were implanted in the procedure. Doi: (B)(6) 2014. Dor: (B)(6) 2018, (lt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.